Manufacturer narrative:
Nevro is awaiting the return of the device.

Event description:
It was reported to nevro that the physician had performed a blood patch to stop csf leakage. The leads were explanted but the ipg was plugged and left in the pocket for a future paddle lead implant. The patient is currently recovering and there were no reports of further complications.

Manufacturer narrative:
Follow-up report indicated that the explanted device was not retained and will not be returned for analysis. The manufacturing records were reviewed and no nonconformities were found.